Event description:
The customer reported a leak from the primary aspiration needle of the coulter lh 750 hematology analyzer following service actions performed by a field service engineer (fse) on the previous day. Please refer to medwatch report number 1061932-2014-01317 for a report of the event which occurred on (B)(6) 2014. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a defective vent tubing on the needle cartridge assembly which was leaking. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. (B)(4). All medwatch reports associated with this event: 1061932-2014-01317; 1061932-2014-01535.